Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the photometer to resolve the issue. The fse verified instrument operation.

Event description:
The customer received false low phosphorus (phs) results for two (2) patients, involving the unicel dxc 800 pro synchron system. The customer repeated the samples on two alternate dxc instruments and obtained higher phs results considered correct. The false low phs results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. The customer became aware of an issue when a sample that was previously run had generated a suppressed (no result generated) phs result. Although the patient had an elevated bilirubin level, the sample generated results on two alternate dxc instruments.